Event description:
It was reported that during an unknown procedure, the surgeon said that both of the staples did not form properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the tcr75 reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.